Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pacing impedance measurements. In addition, the pacing thresholds were slightly increased. Technical services (ts) explained that this pattern suggests a physiologic cause rather than a lead fracture. As a result, this rv lead was explanted and successfully replaced. At this time, this right ventricular (rv) lead has not been returned to boston scientific for further analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pacing impedance measurements. In addition, the pacing thresholds were slightly increased. Technical services (ts) explained that this pattern suggests a physiologic cause rather than a lead fracture. As a result, this rv lead was explanted and successfully replaced. At this time, this right ventricular (rv) lead is not expected to be returned to boston scientific for further analysis.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section b5. At this time, no further information is available. Should additional information become available this report will be updated.